Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), pump error 63, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported a critical pump error/open book image error. Customer is not using the correct battery cap for the pump they are using. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place successfully during testing. Pump was received with a critical pump error (open book image) alarm. Successfully utilized thump software to download history files and traces. In history file, (pump_diagnostic_trace) pump error 63 was recorded on (B)(6) 2024 at 17:20:09.000 hour. Per main error log critical pump error (open book image) alarm was triggered by three consecutive pump error 63 critical handling alarms (dates and times unavailable on error log dump) with variable (15). Pump error 63 (variable 15) alarm due to hardware error per software engineer log. Line#: 147, file#: (B)(6). Pump was cut open to perform visual inspection and found moisture damage on electronic assemblies, force sensor gold traces, and keypad flex connector gold traces. The following were also noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, scratched case, and cracked keypad overlay at select button. In summary, customer concern for critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm due to hardware error triggered by corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.